Manufacturer narrative:
Complete reporter name: dr. (B)(6). Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that blood began collecting in the intra-aortic balloon (iab) after inserting it 5-7 cm. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).